Event description:
A pt who had undergone cystopic examination presented with multidrug resistant pseudomonas aeruginosa (mdrp). The scope used was processed with cidex plus 28 (cp28) day solutions in a non-asp automatic endoscope reprocessor (aer). This report came from the same hospital, who had previously reported four pts with the same mdrp infection. These previous reports have been submitted to the FDA. In these previous four events, it was reported that the water filter of the endoscope reprocessor was not changed for 10 months. After the event, the water filter of the reprocessor was changed. All pipe lines except one connector of the reprocessor was disinfected in 2009. Mdrp was found in some points of the reprocessor such as the cover of the unit, and the connector which was not connected during the pipe line disinfection. Additional pt's info has been requested.

Manufacturer narrative:
Asp investigation summary: the investigation included complaint trending by problem code, and failure mode and effects analysis. Batch records review was not performed as lot number was not provided. A review of the complaint history from october 2009 through october 2010 for cidexplus solution with the problem code "hr - procedure related" revealed 11 complaints: 6 complaints of which were reported by this facility, 5 related and 1 unrelated. The remaining 5 complaints from other facilities were unrelated to this event. There was no information in the complaint to suggest that cidexplus solution was used improperly, however, a review of the cidexplus fmea (failure mode and effects analysis) was still performed. Reviewed the fmea for potential use error resulting in patient infections and score was determined to be below the threshold of 100. No product was returned for evaluation. Following this event, the facility performed a complete disinfection of all lines on the aer for a full 45 minutes. The affiliate indicated that this event was possibly due to use error, because the facility did not connect all the lines for a full disinfect cycle after the last reports of mdrp. It was further reported that the scopes were not completely dried prior to storage. It was further indicated that the asp sales representative performed a site visit, however, the date of retraining was unknown.